Event description:
Information received indicates the head section would not rise.

Manufacturer narrative:
The facilities maintenance found one of the wires from the valve coil to the power control module was not seated properly. The facility reseated the wire to repair the bed.